Event description:
The MFR received info alleging a ventilator inoperative condition occurred while the device was in pt use. There was no pt harm or injury reported. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly adn visually alarm as designed.